Manufacturer narrative:
The device was explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the concerned device was explanted. To date, no further info is available.